Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection, perforation of vessels, vessel spasm, slow or no reflow are a potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A proximal lesion in tortuous right coronary artery (rca) was treated using diamondback 360 coronary orbital atherectomy device (oad). Four treatments were performed in the proximal rca with no observed patient complications. Glide assist was used to advance the crown to the mid rca through lesion. Two low speed retrograde treatments were performed. Change in patient's electrocardiogram (ECG) were noted. Patient experienced bradycardia and there was no flow distally. Atropine was administered to treat the arrhythmia, and patient was instructed to cough. The oad was removed, and the physician suspected a vessel spasm. Glyceryl trinitrate (gtn) was administered but, spasm was not resolved. An abbott xience skypoint 3.0 x 48mm was deployed distally and an abbott skypoint 3.5 x 48mm was deployed proximally. A perforation near the distal lesion was observed following stent placement. Balloon tamponade was performed, however, was unsuccessful. A non-abbott covered stent were deployed to resolve perforation. The patient was stable with no further complications. In the opinion of the physician, the oad contributed to perforation. As the spasm was not resolved with gtn, the physician suspected that a dissection or intramural hematoma preceded the perforation as there was no flow distal to the lesion with the orbital atherectomy system (oas).